Manufacturer narrative:
Date returned to MFR: remove date as it was incorrectly added for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the minicap transfer set and the titanium adapter. It was further reported that the patient was connected to an unspecified duo bag and when they unscrewed the bag, they noticed that the transfer set was loose. The patient stated that they followed proper procedures and had tightened the connection before therapy started. No leak was observed. The titanium adapter remained in use. There was no patient injury, however the patient received prophylactic antibiotics as a precautionary measure. No additional information is available.